Event description:
Event description guidant received information that this ventricular lead displayed low impedance measurements and triggered the lead safety switch on the pacemaker. Additionally, the lead was unable to consistently capture the myocardium and there appeared to be noise on the ventricular electrogram.